Event description:
It was reported that the user experienced prolonged hyperglycemia with device alerts disrupting sleep and a highest reported blood glucose of 422 mg/dl by fingerstick while the ilet displayed high; the user reported persistent elevated glucose for over nine hours, used 25 units of humalog as backup therapy, did not report illness or steroid use, and later changed the infusion set with subsequent glucose decline to 178 mg/dl. Symptoms included fatigue. Outcomes included no hospitalization, no medical intervention beyond self-management, and no need for assistance. Investigation included user contact for event details, device use review, and troubleshooting education that included set change and scheduling additional training. Investigation of this case revealed no device malfunction identified and a cause that remained unclear, with potential contribution from infusion site or set-related factors given improvement after set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.